Event description:
The customer alleged the bending rubber on a bronchoscope broke off the scope after processing it in the aer unit. The customer stated that there were no pts or injuries involved from the event.